Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of cylinder bulging were confirmed. The identified bulging and leak in the cylinders could affect the functionality of the device and result in mechanical issues with the inflatable penile prosthesis (ipp). DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopical inspection of the cylinders revealed wear at a fold in both cylinder bodies. Also, both cylinder had excess air between the inner and outer tubes when inflated; therefore, bulging was present. Cylinder 1 presented a leak in the proximal cylinder body result of wear at a fold. The components could not be pressure tested due to the bulging identified. Labeling review: review of the labeling confirmed the reported adverse events of, bulge in cylinder, mechanical difficulty with the device and fluid leak are included in the product labeling. There is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) right cylinder being swollen. Two weeks later, a surgical procedure was performed in which the cylinder was removed and replaced. It was mentioned that the suspected cause for the bulge was overuse. The patient was stable and got better following the intervention.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) right cylinder being swollen. Two weeks later, a surgical procedure was performed in which the cylinder was removed and replaced. It was mentioned that the suspected cause for the bulge was overuse. The patient was stable and got better following the intervention.